Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An abbott representative received a stab/puncture wound from the waste probe while unlocking the waste probe motor on the alinity s analyzer. An evaluation was performed, and a deficiency of the likely cause part, the waste probe, was not identified. Evaluation of the issue included a review of the complaint text, a search for similar complaints, device history review, and a labeling review. No adverse trend was identified for this issue. Device history review did not identify any issues that may have caused this issue. Labeling was reviewed and found to adequately address the safety hazards and safety awareness for existing hazards. The adverse event injury was related to a use error in that the abbott representative did not follow the correct steps when unlocking the waste probe motor. No product deficiency was identified. This issue was previously reported under MDR number 3002809144-2019-00807 under the same suspect medical device but an incorrect manufacturer name, city and state.

Event description:
A probe stick to an abbott field service representative (fsr) occurred while performing maintenance on the alinity s analyzer. The waste probe pierced the fsrs glove puncturing his finger. The fsr sought medical treatment which included anti-hiv (28 day) therapy. Medicines: dolutegravir sodium 50mg and tenofovir disoproxil fumarate + lamivudine 300 + 300 mg.